Manufacturer narrative:
Pump passed the displacement test, self-test and active current measurement. No unexpected replace battery alarm during testing. However, pump received with a high sleep current measurement. The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms on 09/08/2025 17:31:00. Battery cycle 4.0 received the low battery alert (104) on 09/08/2025 17:31:00 faster than expected at 6.25 days. Battery cycle 3.0 received the low battery alert (104) on 09/02/2025 07:12:00 after more than 7 days at 7.03 days. Battery cycle 1.0 received the low battery alert (104) on 08/20/2025 14:44:00 after more than 7 days at 7.36 days. With reference to the baat tool instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor, internal battery and vibrator assembly noted. ¿swapping out test boards confirms high sleep current measurement is isolated to pcba 1. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with scratched case identified during the visual inspection. Pump received with a high sleep current measurement, problem isolated to the pcba 1. Unexpected battery power loss/charge/battery lasts less than expected was confirmed, suspecting hardware issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a low battery alert. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the customer reported replace battery alarm. The customer also stated that no damage to the battery cap or compartment. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned.